Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 01/29/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's father to unplug and plug back in the wifi router to help with connectivity issues. Patient's father was also advised to not sleep directly on top of the transmitter. No additional patient or event information is available.